Event description:
The customer called to report "higher than expected bg levels without indication of alarm." Her bg's remained constantly high (447-greater than 500 mg/dl) for the duration of pod wear. She therefore, felt the device was not "delivering insulin accurately". The pod will be returned for eval.

Manufacturer narrative:
The product was returned and evaluated. The eval indicates a problem with the retainer that allowed a component to move resulting in damage. This damage prevented the plunger from advancing. The user would have been aware of a problem during the fill process. There is typically resistance felt in filling the pod with insulin and a distinct "crackling" noise resulting from stripping the threads of the component when over-pressurized (though neither were noted in this report). The omnipod user guide states: "warning: never use a pod if, during fill, you detect any crackling noise of resistance while depressing the plunger of the fill syringe. Using a pod with these conditions could result in under-delivery of insulin." The user is also instructed in the user guide to monitor blood glucose levels frequently. By following these recommendations, the user became aware of their high blood glucose and started a new pod or backup therapy if needed.